Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that on (B)(6) 2011 a 3.5x15 promus stent was successfully implanted in the proximal left anterior descending artery (lad) for treatment of a 95% stenosis and myocardial infarction. The patient was discharged with aspirin and plavix prescribed. On (B)(6) 2011, the patient presented with chest pain radiating to the left arm. Repeat angiography was performed for potential myocardial infarction without st elevation, depression or bundle branch block. The patient underwent catheterization and was found to have a 70-80% stenosis of the left circumflex artery which was treated with deployment of an unspecified drug-eluting 3.5x12 stent. Left ventricle ejection fraction was 55%. Moderate to severe plaque of proximal/osteal lad and moderate calcification of the left main artery was diagnosed. The patient was discharged (B)(6) 2011 with aspirin and effient prescribed. Reportedly, the physician believes that the event is not related to the promus stent. No additional information was provided.